Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted an arc mark on the front side of the device. A review of the device memory confirmed that code 1004 was first recorded on (B)(6) 2019. An x-ray confirmed that the plasma fuse was still intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1004 indicative of a shorted shock. The patient received a 41 joule shock for ventricular fibrillation (vf) which the device recorded a shock impedance of less than 20 ohms. Boston scientific technical services (ts) recommended device and lead replacement. Surgical intervention was performed and this device was explanted and replaced. No adverse patient effects were reported.